Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of malaise ("it made her extremely sick") and fatal embolism ("died suddenly of an embolism") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced malaise (seriousness criteria medically significant and intervention required) and embolism (seriousness criterion death). The patient was treated with surgery (hysterectomy). Essure was removed. By the time of death, the malaise outcome was unknown. The reported cause of death was embolism nos. The reporter considered embolism and malaise to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of malaise ("it made her extremely sick") and fatal embolism ("died suddenly of an embolism") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced malaise (seriousness criteria medically significant and intervention required) and embolism (seriousness criterion death). The patient was treated with surgery (hysterectomy). Essure was removed. By the time of death, the malaise outcome was unknown. The reported cause of death was embolism nos. The reporter considered embolism and malaise to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. On (B)(6) 2018: this case found to be duplicate of case (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.